Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms. Upon removal, the physician suspected that the lead was fractured at the suture sleeve site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.